Manufacturer narrative:
Notification should of also been checked with the last manufacturer report.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving 12 mg/ml morphine a t a dose of 8 mg/day via an implantable pump for failed back surgery syndrome and spinal pain. It was reported that the patient had no pain relief and the healthcare provider (hcp) noticed an inflammatory mass at the tip of the catheter. A (B)(6) study was performed. The catheter and pump were explanted on (B)(6) 2016. The issue was resolved and the patient status was "alive" no "injury". The pump had 14 ml of morphine in it and was emptied and discarded with the catheter. Additional information was received from the hcp; the cause of the inflammatory mass was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.